Event description:
It was reported that this handpiece overheats. There is no report of this event occurring during a procedure, and there is no report of any patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was the rotor stuck in the motor due to corrosion. Those parts were replaced along with other components. Service did a clean lube, and adjust to the device, and it was repaired and returned to the customer.